Event description:
The reporter contacted animas on (B)(6) 2012, alleging that beginning about two weeks ago, the last two times that a cartridge was loaded into the pump, 30 units of insulin was pushed out of the cartridge and the pump did not emit a "no cartridge detected" warning. The patient confirmed that she was not connected to the pump during the load step when this happened. The patient further reported that on the day of the call, the pump pushed the entire contents of the insulin cartridge out and did not emit a "no cartridge detected" warning. The patient claimed no issues with blood glucose excursions. The patient reports filling the cartridge with about 195 units of insulin. The patient denied trauma and exposure to moisture. The patient was advised discontinue insulin pump therapy and initiate treatment on a back-up plan. Cts asked the patient to return the cartridge that was used with the pump for investigation. There were no reported adverse events associated with this complaint. This complaint is being reported because of the alleged load step malfunction and the alleged absence of a "no cartridge detect" warning.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box showed two no cartridge detected warnings on the reported event date. During the load step the pump failed to recognize the cartridge, giving a no cartridge detected warning. A force sensor calibration test confirmed that the sensor was not detecting correct force. During investigation, the force sensor was removed from motor assembly and the force sensor plate was found to be contaminated. The force sensor plate resistance was reading out of specifications. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The cartridge has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.